Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure; the white pad fell off of the product during the case and fell into the abdominal cavity. It was retrieved and removed. The procedure was completed using same like device. No adverse patient consequences were reported.